Event description:
It was reported that the patient had a number of low voltage alarms that they didn't report hearing. Their battery clips and batteries were cleaned. Log file review was requested, and it contained some pulsatility index (pi) events as well as routine battery changes. The log file also contained some transient low flow events on 28apr2024. These flow readings were unrelated to any external equipment malfunction. The low voltage events seen in the log file appeared to be the result of daily battery depletion.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of alarms not being audible was not confirmed. The system controller (serial number unknown) was not returned for analysis. The log file review contained data spanning approximately 43 days (28apr2024 to 11jun2024 as per timestamp). Throughout the log file, multiple low battery advisory alarms activated due to routine battery depletion. Each time the low battery advisory alarm activated, the battery was exchanged within a few minutes, indicating that the patient heard the alarm and responded accordingly. The patient remained on battery power for the duration of the log file. The alarms did not prevent the controller from supporting the pump. Multiple attempts were made to obtain information about the serial number of the controller, if a self-test had been performed to assess the volume of alarms, if the controller had been exchanged, and patient status, but, to date, no response has been received and no further attempts will be made. The root cause of the low battery advisory alarms was determined to be routine battery depletion. The root cause for the patient reporting not hearing the alarms was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the system controller being unknown. The heartmate ii patient handbook (rev. C) section 3 - ¿powering the system¿ and section 4 - ¿living with the heartmate ii¿ instructs users to always connect to wall power when sleeping, or when a chance of sleep is possible. The system controller¿s alarms may not be heard if the user is asleep. Falling asleep on battery power may cause the batteries to deplete, and the pump may stop before the alarms are heard. The heartmate ii patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook (rev. C) section 3 - ¿powering the system¿ and section 4 - ¿living with the heartmate ii¿ instructs users to always connect to wall power when sleeping, or when a chance of sleep is possible. The system controller¿s alarms may not be heard if the user is asleep. Falling asleep on battery power may cause the batteries to deplete, and the pump may stop before the alarms are heard. The heartmate ii patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.